Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this pulmonary transcatheter bioprosthetic valve, after deploying the valves row 1 and 2, it was confirmed that there was no outflow in the left pulmonary artery (lpa). As the outflow of the valve was expanding neatly, it was attempted to be deployed until row 6 of the valve but was resheathed as there was a kink in row 2 and 3. The valve was repositioned and as rows 1 and 2 were in the lpa and was deployed successfully. No adverse patient effects were reported. Additional information was received that the right pulmonary artery wire position was used during valve deployment. The outflow of the valve was not anchored to the lpa. One deployment attempt was made, and the valve was recaptured into the delivery catheter system capsule with a 26fr non-medtronic introducer sheath placed over it. It was also noted that since the anatomy was pyramidal with a fold in the lpa, deployment was initiated from a higher position and it was planned to be deployed with the outflow frame inside the lpa for anchoring to the lpa.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this pulmonary transcatheter bioprosthetic valve, after deploying the valves row 1 and 2, it was confirmed that there was no outflow in the left pulmonary artery (lpa). As the outflow of the valve was expanding neatly, it was attempted to be deployed until row 6 of the valve but was resheathed as there was a kink in row 2 and 3. The valve was repositioned and as rows 1 and 2 were in the lpa and was deployed successfully. No adverse patient effects were reported.